Event description:
An endurant ii bifurcated stent graft and 4 endoanchors were implanted during the endovascular treatment of a 59.5mm of an abdominal aortic aneurysm. It was reported approximately 6 months post the index procedure the patient presented with left leg pain. A left limb vascular stent-graft occlusion was diagnosed. Approximately 2 months later intervention was completed. A right to left fem-fem bypass was completed and the occlusion was resolved.. The site the assessed the occlusion as related. The sponsor assessed the occlusion as not related to device or procedure and assessed as probable related the aneurysm disease. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.